Manufacturer narrative:
The foresight sensor was discarded at the facility and cannot be returned for evaluation. The lot number and UDI number are not available, therefore, the device history record review could not be completed. The submission numbers for the other products involved will be sent in a supplemental submission when they become available.

Event description:
It was reported that the foresight sensor displayed fluctuating and intermittent st02 values, per the physician. This occurred during patient use. The a2 r value stayed steady, with values from 88 to 89 during the case. The a1 l value fluctuated between 65 and 88. It changed every few seconds. After a few minutes of the displayed values, the a1 stopped generating values. After several minutes the cycle started again. The edwards representative inquired of the physician if a fault message was displayed for this event and that could not be confirmed. The products involved in this event are the hem1, foresight sensor, foresight elite module and hemosphere tissue oximeter module. The sensor was discarded and not available for evaluation; therefore, the lot number is not available. There was no patient harm or injury. There was no inappropriate patient treatment administered. The patient demographics were requested but not provided.

Manufacturer narrative:
The report ID numbers for the other components linked to this same event are, 2015691-2022-07152, 2015691-2022-07154, 2015691-2022-07156. The device was discarded and cannot be returned for evaluation. H3 other text : discarded.